Event description:
It was reported that during the farawave procedure for persistent atrial fibrillation, 3 catheters were used. When catheterizing first pulmonary vein pv (left superior pulmonary vein lspv), the farawave had inverted spline. Rotation inside faradrive and try to manipulate the catheter didn't resolve issue. The catheter was retracted to patient. Spline was repositioned manually. But same issue happened again in the left atrium la. A new catheter was used. A second catheter was used, and continued to have spline inversion, spline planarity issues, and deployment issues. The third catheter had a spline inversion, and the merit guidewire was more difficult to remove. There was no tissue seen at the tip of the catheter or guidewire. The procedure was incomplete; it was impossible to treat right inferior pulmonary vein ripv despite 3 catheters (inverted spline permanent). No patient complications occurred. All three devices are expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, the root cause of the spline inversion and difficult to withdraw guidewire presented which resulted in a aborted/cancelled procedure could not be established, as the product has not been returned for analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of spline inversion and difficult to withdraw guidewire are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the IFU was not followed.

Event description:
It was reported that during the farawave procedure for persistent atrial fibrillation, 3 catheters were used. When catheterizing first pulmonary vein pv (left superior pulmonary vein lspv), the farawave had inverted spline. Rotation inside faradrive and try to manipulate the catheter did not resolve issue. The catheter was retracted to patient. Spline was repositioned manually. But same issue happened again in the left atrium la. A new catheter was used. A second catheter was used, and continued to have spline inversion, spline planarity issues, and deployment issues. The third catheter had a spline inversion, and the merit guidewire was more difficult to remove. There was no tissue seen at the tip of the catheter or guidewire. The procedure was incomplete; it was impossible to treat right inferior pulmonary vein ripv despite 3 catheters (inverted spline permanent). No patient complications occurred. All three devices are expected to be returned. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided.